Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the sieve beds causing low o2. As stated on the repair statement additional malfunctions on this device: pilot valve alarms and power switch has low audible alarm.